Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email is not reported / available. [Conclusion]: the healthcare professional reported that during the procedure, the coil embolization procedure to treat a subarachnoid hemorrhage (sah), the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l14349) was used as a finishing coil, however, the coil was impeded in the coil introducer. It was replaced with another coil and the procedure was completed. There was no report of any patient adverse event, or complication. Photo of the complaint device was included in the file. No apparent damage could be observed on the device. The embolic coil has residues of dried blood on it; it was not possible to discern any damage on the coil. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device was observed to be in good, normal condition. No appearance of damage or anomaly were observed. The marker band was found at 37cm from the hub; this is within specification. Microscopic inspection was performed. The embolic coil was observed in kinked condition, and was stuck inside the introducer with residues of dried blood on it. This is consistent with the observation made on the photo of the complaint device that was included in the complaint file. Functional evaluation was not conducted; the coil was kinked and stuck inside the introducer. The device was flushed in order to verify if the device positioning unit (dpu) and the coil could be advanced through the introducer, however, in the kinked condition the coil was observed in, it could not be advanced through the coil introducer. A review of manufacturing documentation associated with this lot (l14349) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. It was documented in the complaint that the 1.00mm x 2.00cm galaxy g3 mini coil was selected as the finishing coil for the procedure but it was impeded in the introducer. The impeded issue was confirmed based on the microscopic observation. The coil was in kinked condition, there were residues of dried blood in the introducer. This suggests that flush may not have been maintained through the device during the procedure. The device was flushed, but due to the kinked condition of the embolic coil, the coil could not be advanced through the introducer. It may have been during the attempt to advance the coil when force may have been applied which resulted in the kinked condition of the coil. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The kinked condition observed on the embolic coil of the returned device was not originally reported with the complaint. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to advance the coil through the introducer where it became impeded in. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the coil embolization procedure to treat a subarachnoid hemorrhage (sah), the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l14349) was used as a finishing coil, however, the coil was impeded in the coil introducer. It was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication. Photo of the complaint device was included in the file. No apparent damage could be observed on the device. The embolic coil has residues of dried blood on it; it was not possible to discern any damage on the coil. The 1.00mm x 2.00cm galaxy g3 mini coil was returned for evaluation, which revealed that the coil was in kinked condition. Based on the product analysis completed on 11/04/2020, this event has been deemed MDR reportable as a ¿malfunction.¿